Event description:
The facility reported an infusion pump with user error during patient infusion. Heparin, premixedbag from baxter, 500ml bag - lot p178673; 25000 units 50 units/per ml. The prescribed dosage was 900 units per hour and the volume to be infused was 500 ml/hr. The user entered the dose as 900 ml/hr. The rate was entered as 500 ml/hour. The infusion ran for 43 minutes and 41 seconds. 364 ml infused over that time. The patient's vitals were unknown. Adverse event occurred as a result. Medical interventions were unknown. The patient was transferred from the cardiac cath lab to ICU, but is unknown if that was a result of that event.